Event description:
Dealer states the customer called and said the chair is veering to the left and right intermittently. Provider called back in after evaluating the chair and advised that the chair hesitates during right and left turns.